Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the optic was torn during insertion. The incision was enlarged to remove the lens and another lens was implanted. No sutures were required.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that a haptic had torn off into the optic and was missing. Additionally, there were two small tears in the optic and a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.